Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse discovered two leaks, a liquid leak and an air leak inside the instrument. The fse observed the tubing through pinch valve (pv43) was cut causing the liquid to leak. The fse replaced the tubing through pinch valve (pv43) and the liquid leak was repaired. The fse also observed a hole in the tubing through pinch valve (pv13) which caused the air to leak. The fse replaced the tubing through pinch valve (pv13) and the instrument performed without any leaks or errors. The fse then performed verification of the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 5 to 10 cubic centimeters of clear fluid leaked underneath the coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. The customer also reported that the instrument was generating hemoglobin and hematocrit (h&h) check fail. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or change to patient treatment attributed to this event.